Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error and intended as a work for fsca. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for the full initial reporter: (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had replaced parts according to fsca. The cause of the machine's failure is still unknown. There was no patient injury or harm reported.